Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this lead exhibited loss of capture (loc) at maximum outputs, as a result the lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.